Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that when booting up the device, an alarm indicating ventilation stop (disabled valves) was generated. The ventilator device control printed circuit board (pcb) was replaced and returned for technical investigation. Simulated use testing did not reproduce the reported issue, 24 hours ventilation on a test lung, and two pre-use check successfully passed without any kind of deficiency or errors. The evaluation of the received device logs can confirm the reported alarm indicating disabled vales, another alarm indicating an internal memory error could also be confirmed. The root cause to the reported issue could not be established by this investigation. The device logs show that after the ventilator device was restarted, the alarms did not generate again.

Event description:
Manufacturer's ref #: (B)(4).